Manufacturer narrative:
Concomitant medical products: product ID: 3998cws, lot# n26836, implanted: (B)(4) 2004, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced intermittent stimulation. The patient feels stimulation when he raises his arms but loses coverage otherwise. When lying on his back, he feels uncomfortable stimulation in the abdominal area. The patient has less than 50% therapy relief. Diagnostic testing or troubleshooting will be performed in the future; reprogramming in planning. It was unknown what caused the event. The company representative was scheduled to meet with the patient on (B)(6) 2014. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Event description:
The company representative confirmed that the patient had impedance issues on his lead. The company representative was able to program around the troubled contacts and the patient stated he had better coverage than ever before.